Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use: as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) artery with moderate tortuosity. A dissection at the lesion site occurred after a 3.5 x 38 mm xience alpine rx stent was implanted. Another 3.5 x 15 mm xience alpine stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.